Manufacturer narrative:
(B)(4). The customer returned one actual sample for evaluation. The sample was visually inspected and the reported condition was confirmed. The luer lock was missing from the tubing. However, an assignable root cause could not be determined. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter (B)(4) regarding the dehp free solution administration set that disconnected at the level of the luer lock. The reporter stated that when connecting the set to the patient, the distal luer lock disconnected from the tubing which was containing chemotherapy. Reportedly, chemotherapy solution flew on the nurse's hand. The reporter stated that there were no clinical consequences for the nurse. The set has been replaced by another one. A patient is involved. No additional information is available.